Event description:
This event was reported as pt expired due to cardiac arrest, biventricular failure, severe pulmonary hypertension, rheumatic heart disease and severe tricuspid regurgitation as reported on death certificate. No further info was provided.